Event description:
Reporter stated the menu button on the infusion device works intermittently. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).